Manufacturer narrative:
The initial emdr for this complaint event was submitted on time to the FDA (under mfg report number 2248146-2022-00735); however, it was notified that there was an issue on the FDA side and it was received at the FDA on 05-oct-2022. Due to the issue with the FDA's system, in an attempt to avoid a late emdr, another emdr was created (under mfg report number 2248146-2022-00758), submitted and received at the FDA's side on time (29-sep-2022). This complaint event has now 2 initial emdrs. Please cancel in your database mfg report number 2248146-2022-00735 as a duplicate of mfg report number 2248146-2022-00758 which will be kept as the active emdr for this complaint event. Please refer to mfg report number 2248146-2022-00758 for all information for this complaint event. Complaint (B)(4).

Event description:
N/a.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the md was unable to aspirate blood after removing the guidewire. The console was connected to the fiber optic and was running fine without a transduced arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
After further review/communication, the FDA has cancelled mfg report number 2248146-2022-00758. Therefore, mfg report number 2248146-2022-00735 will be kept as the active complaint. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).